Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. A boston scientific representative provided the three error codes that were observed, which indicated a memory error occurred. Boston scientific technical services (ts) provided guidance that the pacemaker device should be replaced as soon as possible. The device was subsequently explanted and replaced three days later. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. A review of the device memory indicated system resets occurred. When telemetry is established, the device repeatedly cycles through the startup of the telemetry session. It was determined that the device battery power is being drawn down, causing the telemetry to reset. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. The cause of the high impedance has not been determined.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. A boston scientific representative provided the three error codes that were observed, which indicated a memory error occurred. Boston scientific technical services (ts) provided guidance that the pacemaker device should be replaced as soon as possible. The device was subsequently explanted and replaced three days later. There were no additional adverse patient effects.